Manufacturer narrative:
The customer was using 5ml hemoguard tubes. As per product labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzers. On (B)(4) 2008, the field service engineer (fse) verified instrument operations and instructed the tech on duty to caution the phlebotomy staff to avoid pressurizing the sample tubes when using a syringe to transfer patient samples into the hemoguard tubes. Root cause for the sample caps popping off is unknown, but may be attributed to the sample tubes being improperly collected. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.

Event description:
Customer reported potential biohazard when the caps of three blood sample tubes popped off during instrument sample cycling when using the coulter lh 750 hematology analyzer. The contents of the blood sample tubes were spilled when this occurred. The operator was wearing appropriate personal protective equipment and there was no exposure to blood. The operator did not seek medical attention. No reports of death or serious injury, and no effect on operator safety as a result of this event.